Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received at medtronic¿s quality laboratory inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases; conditions resulting from the crimping and recapturing process. As received, all leaflets were in a partially open position. Remnant bloody host tissue noted on the tops of commissures 3-1 and 1-2; commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no frame anomalies were noted. The valve was subsequently deployed and appeared to exhibit complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Five media files were provided for review. After reviewing the media files (fluoroscopy), a misload appears to be present which is shown by an inflow crown overlap past the fourth node. However, a misload was not identified at this time on the fluoroscopy and the valve was attempted to be deployed. During the first deployment attempt, an infold can be seen at 80%. The field reported that no pre-implant balloon dilatation was performed; however, one of the media files shows a dilatation being performed without a bioprosthesis in the aortic position. It is important to note that attempting to recapture and re-deploy an infolded valve will not resolve the infold. Overlap past the fourth node is considered a misload, thus the valve and dcs should not be used, and a new valve should be loaded onto a new dcs. Additionally, if an infold is identified during deployment, the valve should be recaptured and removed from the body. New sterile components must be used. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the dcs. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the crimping was unremarkable and an infold of the valve was not seen. No pre-balloon aortic valvuloplasty (bav) was performed. During the first attempt to position the valve, a clear infold was seen in the valve stent. The valve was recaptured and a new attempt to position the valve was made. An infold was clearly visible again. A third and last attempt was made to position the valve and an infold was again present. The valve was recaptured and removed from the patient. A non-medtronic valve was implanted. It was reported that the annulus was 78.4 mm. Per the physician, the patient's annular calcification contributed to the infold. No adverse patient effects were reported.